Manufacturer narrative:
The customer replaced the left monitor. A ge service rep then performed an onsite investigation. The lemo connector was evaluated and a pin on the video lead at the p4 connection was repaired and reseated. The customer continued to report intermittent issues with the monitor; a quote was provided for a flat screen monitor. No conclusion can be drawn as further repair info is not available at this time.

Event description:
It was reported that the left (live) monitor is not operational. This can cause the system to become unusable due to the loss of live imaging. There is no report of injury or death associated with the event described in this complaint.